Manufacturer narrative:
.

Event description:
It was reported that the patient was admitted to the hospital with seizures. No other patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted if additional info becomes available.